Event description:
It was reported that the patient presented with severe stenosis in the m1 segment of the middle cerebral artery and subject stent system was selected for the procedure. As the subject stent passed through the tortuous ophthalmic artery segment, difficulties in advancing the stent were encountered. After positioning an intermediate catheter in a higher position, the physician managed to advance the stent system to the target site. However, during deployment, the distal end of the subject stent failed to fully open. For safety reasons, the physician withdrew the entire stent system (without causing vascular injury). Upon inspection outside the body, it was found that the distal end of the stent had deformed. After completely pulling out the stent, it was discovered that the stent had fractured into two parts. The patient was observed for 15 minutes, and it was confirmed that there was no significant elastic recoil of the vessel. Consequently, the physician decided not to implant a new stent and concluded the surgery. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the patient presented with severe stenosis in the m1 segment of the middle cerebral artery and subject stent system was selected for the procedure. As the subject stent passed through the tortuous ophthalmic artery segment, difficulties in advancing the stent were encountered. After positioning an intermediate catheter in a higher position, the physician managed to advance the stent system to the target site. However, during deployment, the distal end of the subject stent failed to fully open. For safety reasons, the physician withdrew the entire stent system (without causing vascular injury). Upon inspection outside the body, it was found that the distal end of the stent had deformed. After completely pulling out the stent, it was discovered that the stent had fractured into two parts. The patient was observed for 15 minutes, and it was confirmed that there was no significant elastic recoil of the vessel. Consequently, the physician decided not to implant a new stent and concluded the surgery. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was received, and the reported lot number was confirmed from the packaging label. The stent was received deployed, in a broken/fractured condition, which is aligned with the event description. The stent was broken/fractured in two pieces. All four marker bands were present on both ends of the stent. The system was flushed; no friction was noted when the stent stabilizer was removed from the delivery catheter. The stent stabilizer was kinked/bent at the proximal end. The delivery catheter was noted to be flattened/crushed towards the distal end. During functional inspection, a 0.032" mandrel was able to be completely pushed through the outer catheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) events 'stent broken/fractured during preparation' and 'stent deformed' were both confirmed during analysis. The remaining 2 ar events 'device difficulty engaging target vessel' and 'stent failed/unable to open' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient¿s anatomy was reported as 'moderately tortuous'. It was reported that 'after dilating the stenosis with a regular 2.5*12 balloon, the physician prepared to exchange and deliver a subject stent into the body via an exchange guidewire. The stent was flushed and prepared outside the body before being introduced through a 3-meter guidewire. As the stent passed through the tortuous ophthalmic artery segment, difficulties in advancing the stent were encountered. After positioning an intermediate catheter in a higher position, the physician managed to advance the stent system to the target site. However, during deployment, the distal end of the stent failed to fully open. For safety reasons, the physician withdrew the entire stent system (without causing vascular injury). Upon inspection outside the body, it was found that the distal end of the stent had deformed. After completely pulling out the stent, it was discovered that the stent had fractured into two parts. In the follow-up good faith efforts (gfe) replies it was noted that the stent broke when it was being pulled out from the delivery catheter, on the table, outside the patient. The physician felt that the anatomy and/or location of intended area of treatment may have contributed to the reported event. The stent was returned for analysis in 2 pieces, and in a deployed condition, which is aligned with the information provided. In addition to the fracture, there was minor deformation damage noted to the stent. The outer catheter (stent delivery catheter) was flattened/crushed towards the distal end. The stent stabilizer was kinked/bent near the proximal end. The reported tortuosity of the target vessel resulted in difficulties advancing the stent system. Despite repositioning the intermediate catheter, these difficulties persisted. It is likely that some/all of the damage noted to the distal end of the delivery catheter occurred as a result of both the vessel tortuosity, combined with the unreported percentage stenosis and calcification of the target vessel. The fracture damage noted to the stent occurred outside the patient when the stent was being removed from the delivery catheter. It is likely that deformation also occurred at this time. The as reported event ¿device difficulty engaging target vessel', 'stent failed/unable to open', 'stent deformed' and 'stent broken/fractured during preparation' as well as the as analyzed event ¿stent broken/fractured during preparation¿, ¿stent deformed¿, ¿stent delivery catheter deformed¿, ¿stent delivery catheter flat/crushed¿, ¿stent stabilizer kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met company¿s design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.